Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found experiencing leakage during use. The following has been provided by the initial reporter: the patient was admitted to the hospital due to acute cerebral infarction, and received infusion treatment on admission as instructed by the doctor. Since the patient was given the indwelling needle, after the connection, the fluid leakage occurred was stopped immediately, and the indwelling needle was replaced for intravenous infusion, which did not cause adverse events.

Manufacturer narrative:
A lot number could not be connected to the device identified in the complaint, so bd investigators could not conduct a device history review for this event. Additionally, a sample has not been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in the description of the event.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found experiencing leakage during use. The following has been provided by the initial reporter: the patient was admitted to the hospital due to acute cerebral infarction, and received infusion treatment on admission as instructed by the doctor. Since the patient was given the indwelling needle, after the connection, the fluid leakage occurred was stopped immediately, and the indwelling needle was replaced for intravenous infusion, which did not cause adverse events.